Event description:
A talent stent graft system was inserted in a pt for the endovascular treatment of a 9.4 cm in length by 5.5 cm in diameter fusiform thoracic aneurysm at zone 2 and 3. The diameter of the proximal thoracic aorta is 37 mm and the diameter of the distal aorta is 33 mm. It was reported that the pt had previously been treated with an aaa stent graft system on an unk date. It was reported that there were difficulties advancing the delivery system through the previously placed bifurcated stent graft. The delivery system was removed from the pt. There was a kink in the delivery catheter and the device was not used in the pt. The physician successfully implanted a smaller in diameter device with no problem. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results and conclusion: implanting within a previously implanted infrarenal stent graft.

Event description:
Additional information received reported that the investigator assessed the insertion difficulty of the talent tw4238c111xj as device related and procedure related. The physician commented that the insertion difficulty leading to the kinking of the delivery system was related to the patients's small vessel diameter; therefore, the event was not caused by the quality of the device, but to the vessel diameter.